Manufacturer narrative:
(B) (4). The lead was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
The stimulation trial was performed with two percutaneous leads for peripheral stimulation; it successfully relieved the pt's low back pain. Permanent implant included one surgical lead which covered the leg pain, plus two new percutaneous leads for peripheral stimulation, one of which did not work post-operatively, resulting in insufficient coverage in the low back area. Right after implant, 3 of 4 lead electrodes had high impedance readings. This resulted in insufficient stimulation of the painful area of the pt. The physician stated that he had noticed high impedances of the same contacts right after the implantation. The lead was explanted. There was no pt injury associated with the events.